Event description:
It was reported that during a rotational atherectomy procedure the rotablator guidewire fractured. Attempts to retrieve the fractured segment were unsuccessful and the fractured segment remains in the pt. Pt status is listed as 'okay'. No add'l info is available at this time.